Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically referencing cgm error 42 with a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset walkthrough, after which the error did not reappear, and the caller successfully started their sensor session.